Manufacturer narrative:
UDI for gore® tag® conformable thoracic stent graft with active control system tgm343415e/18832423: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent thoracic endovascular aortic repair and was treated with two gore® tag® conformable thoracic stent grafts with active control system. A tgm343415e or tgm343420e component was advanced and first stage deployment was performed at the intended location. Presumably after second stage deployment, the thoracic graft did not fully deploy. Subsequently attempting to retract the device catheter, the physician reportedly pulled the catheter with the device still attached towards distal and into the patient's infrarenal region. To remedy the situation, the patient was surgically converted and both the device and the device catheter were removed from the patient. The procedure proceeded and a tgm343415e or tgm343420e component was placed as intended. The patient tolerated the procedure. As reported, this medical device incident was considered unrelated to a device failure or flaw of the gore® tag® conformable tgm component initially used in the procedure, and the hospital will provide no further information on this incident.